Event description:
Hill-rom received a report from (B)(6) stating that one leg comes out of the middle beam. The lift was located the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Hill-rom customer support recommended to replace gear rack set p/n 20090038 to resolve issue. Golvo service manual (B)(4) reference gear rack inspection. It is unk if the facility performed any other preventative maintenance on this lift. Based on the info that the customer support recommended to replace gear rack set p/n 20090038 to resolve issue, no further action is required.